Event description:
Batteries swelling. Battery had to be forced out of pump. Melted casing. Leaking battery acid. Reported multiple times to MFR with no resolution to date. Rptr continues to work with MFR.